Event description:
It was reported that the 2f catheter was not easily retracted. Customer must press down on balloon to remove solution. No pt injuries reported.

Manufacturer narrative:
Product is going to returned for evaluation.